Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple altitude alarms. The customer's blood glucose (bg) level was impacted; however the level value was not known and a correction bolus was to be delivered to address the bg level. Reportedly, there was a delay in clearing the alarm and resuming insulin delivery.